Event description:
Device was inserted into a tortuous aorta and unfolded arch. After significant amount of catheter torqueing the device was crossed the native annulus. Device was deployed and upon approaching locking of the valve it was noticed that one of the posts was flopping up and down within the valve. The device was then recaptured successfully and taken out of the patient. It appears that we have had an issue with the post or the release pins. An edwards s3 valve was then taken, took out the lotus sheath and inserted a 16fr esheath. The edwards s3 was then deployed and post dilated leaving mild ar. Upon removal of the esheath the patient blood pressure dropped. It was noted that there was a dissection above the bifurcation in the abdominal aorta. The cause of this has not yet been identified. CPR was performed for 8+ minutes. Whilst an occlusion balloon was blown up. After attempting an evar the patient unfortunately died. Full cause to be confirmed.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation did not highlight any anomaly which could contribute to this reported event. A similar complaint batch review concluded that as of 19th january 2016, no further complaints have been opened in relation to lot number 299680. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification codes assigned to this complaint is 'anticipated procedural complication'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing or design failure associated with this complaint. We will continue to monitor occurrence rates per the risk documentation. The event description describes an issue with the lotus valve where 'one of the posts was flopping up and down within the valve'. The lotus valve was then re-sheathed and removed from the patient. An edwards s3 valve was then inserted through a 16fr sheath which is not part of the lotus introducer set. The edwards s3 valve was then deployed and removed from the patient. The complaint then details that post removal of the edwards sheath the patient blood pressure dropped and it was noted that a dissection was present above the bifurcation in the abdominal aorta. While not possible to verify, the sequence of events described within the event description suggests that the dissection occurred post removal of the lotus sheath. Further information was received from bsc on the 17th december in response to a series of questions from creganna medical. Can it be confirmed what caused the dissection: thought to be the lotus sheath or the edwards s3 sheath. Does the physician believe that the lotus introducer or lotus valve contributed to the vessel dissection or patient death: yes - introducer and sheath. It is thought that as advancing the introducer and sheath the introducer as moved back so the sheath has advanced partially without the introducer. The above response indicates that either the lotus introducer sheath or the edwards introducer sheath may have caused the dissection and states the cause of death as 'perforation in the abdominal aorta'. A subsequent response stated that the dilator and sheath may have become separated due to operator error resulting in the sheath being advanced without the dilator in place. The information provided is not sufficient to conclude a root cause therefore the root cause classification selected is 'anticipated procedural complication'. The information provided within this complaint was reviewed by a clinician who concluded that the complaint does not suggest a specific issue with the lotus introducer sheath; "the problem seems to have occurred above the bi-furcation in the aorta. From their description it sounds like it related to trauma to the aorta either during initial manipulation of the valve or during the second insertion of the edwards sheath. Movement of the sheath during manipulation of the valve may have been a problem but it does not appear to relate to any specific issue with the lotus sheath." Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Device was inserted into a tortuous aorta and unfolded arch. After significant amount of catheter torqueing the device was crossed the native annulus. Device was deployed and upon approaching locking of the valve it was noticed that one of the posts was flopping up and down within the valve. The device was then recaptured successfully and taken out of the patient. It appears that we have had an issue with the post or the release pins. An edwards s3 valve was then taken, took out the lotus sheath and inserted a 16fr esheath. The edwards s3 was then deployed and post dilated leaving mild ar. Upon removal of the esheath the patient blood pressure dropped. It was noted that there was a dissection above the bifurcation in the abdominal aorta. The cause of this has not yet been identified. CPR was performed for 8+ minutes. Whilst an occlusion balloon was blown up. After attempting an evar the patient unfortunately died. Full cause to be confirmed.